Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason. No further information could be obtained. Additional information was received that the reason for the explant procedure was for the patient to have MRI (magnetic resonance imaging).

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason. No further information could be obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately on the date of explant.